Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics (intraperitoneally, dose, and frequency not reported) for the event. On an unreported date the patient was discharged from the hospital and had recovered from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The peritoneal dialysis registered nurse reported that the patient did not experience peritonitis; therefore, this product is no longer considered suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.